Event description:
Additional information was received from a healthcare provider (hcp) indicated the type of baclofen in the patient&#38112;pump was gablofen.

Manufacturer narrative:
(B)(6). (B)(4) no longer applies to this event. This event no longer qualifies for the previously denoted recall or notification. The previously referenced correction numbers of (B)(4) no longer apply to this event.

Event description:
On (B)(6) 2015 additional information was received from a representative and hcp indicating the patient's pump was programmed to deliver baclofen via flex dosing. It was filled with baclofen 500 mcg/ml on (B)(6) 2015 at a daily dose of 100.07 mcg/day. The estimated eri was 81 months at this time. On (B)(6) 2015, the pump daily dose was increased to 769.64 mcg/day via flex dosing, and the estimated eri was 50 months. On (B)(6) 2015, the pump daily dose was increased to 848.84 mcg/day via flex dosing, and the estimated eri was 45 months. On (B)(6) 2015, the pump daily dose was increased to 1,020.45 mcg/day via flex dosing, and the estimated eri was 38 months. On (B)(6) 2015, the pump daily dose was increased to 1,230.55 mcg/day via flex dosing, and the estimated eri was 31 months. On (B)(6) 2015, the pump daily dose was increased to 1,509.89 mcg/day via flex dosing, and the estimated eri was 25 months. On (B)(6) 2015, the baclofen concentration was changed from 500 mcg/ml to 2000 mcg/ml. The pump daily dose was increased to 1832.1 mcg/day via flex dosing, and the estimated eri was 80 months. On (B)(6) 2015, the pump daily dose was decreased to 1,644.3 mcg/day via flex dosing, and the estimated eri was 80 months. The concentration of baclofen remained at 2000 mcg/ml. The representative reported that the cause of the eri of 30 months at the first refill was not determined, though the eri of 30 months had been resolved.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-nov-13 information was received from a representative and healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implanted pump system. The pump that was recently implanted had an elective replacement indicator (eri) of 30 months at the first refill. The representative did not think it was due to a flow rate because the hcp did not usually manage pumps that way. Additional information was requested to determine the patient's identifying information; the implanted device system's identifying information; whether there was a device, patient, therapy, or procedure issue; what troubleshooting was performed related to the eri issue, what actions or interventions were taken to resolve the eri issue, what caused the eri of 30 months, and if the eri issue had been resolved.